Manufacturer narrative:
H4: the lot was manufactured between march 18, 2021 to march 19, 2021. H10: the actual devices were discarded; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with tap water and no issues were noted. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking coming from a pin hole at the upper left side of the bag near the seam. The leaks were discovered during filling. There was no patient involvement. No additional information is available.